Manufacturer narrative:
The actual device has not yet been rec'd for the MFR to evaluate. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. If the actual device is rec'd, a follow-up report will be filed.